Event description:
It was reported that tubing separated and leak near the upper fitment in the or (operating room) while a patient was connected. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Additional information added; d10, & d11. ********************************************** the customer¿s report that the tubing separated and leaked near the upper fitment was confirmed. The separation was at the engagement between the primary set's upper fitment and silicone segment components. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. The primary set's expected retainer ring was present on the engagement of the silicone segment to the upper fitment component. No other issue was observed. Visual inspection under magnification of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. Dimensional analysis of the upper fitment measured to be within specification(s). The cause of the leak was due to the observed separation. The root cause of the separation was not identified.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that tubing separated and leak near the upper fitment in the or (operating room) while a patient was connected.

Manufacturer narrative:
Additional information added to: d10.

Event description:
It was reported that tubing separated and leaked near the upper fitment in the or (operating room) while a patient was connected. Although requested, there has been no impact to patient response or additional event information made available to date.